Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope had a connection error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the 30-degree endoscope connection error, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found to have a broken gear roll, cable integrity (visual damage) in zone c, scope bearing friction issue, laser marking on housing, damage/markings on housing of the shell, discoloration of housing, and aea friction issue. The complaint regarding endoscope connection issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a broken gear roll. This complaint is a reportable event due to the following conclusion: failure analysis confirmed the instrument breakage that could result in a fragment falling inside the patient was attributed to a broken gear roll. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.